Event description:
It was reported that high ventricular rate (hvr) episodes were observed on the right ventricular (rv) lead. The cause of the episodes was not known. The patient was scheduled to come into clinic for further investigation. The rv lead was being monitored. The patient was stable.

Event description:
New information received notes the high ventricular rate episodes were as a result of oversensing noise. Programming changes were made and no oversensing was seen. No additional intervention was planned. The patient was stable.